Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: xom unk ipcftpedal, unk. Prod. ID/ ipc foot pedal serial/lot #: na/na, ubd: , UDI#: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the stylus drill was attempting to start independently without pressing foot pedal. There was no patient involvement.

Manufacturer narrative:
D10: product ID: ef201 accy ef201 ipc foot control rohs, serial/lot: (B)(6) / 222874408, UDI: (B)(4). H3: housing was physically damaged, connector pins broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.